Event description:
On (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter read inaccurately high compared to another meter (e.r. Meter). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2018, 3:00am when the patient was experiencing symptoms of ¿confused, shaky and thirsty¿. The patient obtained an alleged inaccurately high result of 107mg/dl on the subject meter, compared to 63 mg/dl on another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and stated that he was treated by an hcp with ¿orange juice, yogurt and sugar¿ on (B)(6) 2018, 11:45am. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.